Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, their ins doesn't work and hasn't for a long time. So, they wanted to see about getting the device removed. Agent asked, patient to clarify, if therapy didn't help them. And patient said, they started to notice having a lot of back pain and the pain seemed to be coming from the area of the implant. When asked, event date. Patient said, quite some time ago. The patient was redirected to their healthcare provider to further address the issue. They had an appointment with someone (patient didn't know who) on august 23 in (B)(6) to go and see what they could do about removing the device. Patient also requested, physician listings to see if they took patient's insurance. Pt rep called and repeated previously documented information. The patient is awaiting an appointment with hcp for removal of the ins. However, with the increasing levels of pain, they wondered what would be recommended for purchase, as an otc medication that could help the patient until then. Agent reviewed pats team is not medically trained professionals. And cannot recommend things like that. Agent redirected to hcp for input. Patient called back wondering when their appointment was to have ins removed. Agent redirected to hcp.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.